Event description:
It was reported that during a vena cava filter placement procedure, the vena cava filter was deployed into the pt's body without difficulty, but the physician was unable to confirm via fluoroscopy and x-ray that all of the filter legs had properly attached to the vessel wall. Therefore, he deployed another vena cava filter above the initial filter to acertain that adequate thrombus protection had been achieved. The procedure was sucessfully completed. No pt injuries or complications were reported. Current pt status is reported as "fine."